Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma (late)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain around nipple that moves inward towards chest bone" , "fluid and inflammation", and exchange from textured to smooth devices due to the patients concern with the product.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain around nipple that moves inward towards chest bone¿, ¿ultrasound indicates a small area of fluid and inflammation¿, and ¿bilateral exchange from textured to smooth devices due to the patients concern with the product¿. Device remains implanted.